Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas 8000 cobas c 701 module. Results from the following assays were affected: creatinine plus ver.2, calcium gen. 2, and aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation. The customer noted they were getting low quality control results for creatinine. The first patient sample resulted in a creatinine value of 1.24 mg/dl. The patient sample was repeated due to issues with low quality control recovery. The repeat creatinine result was 3.78 mg/dl. No questionable results were reported outside of the laboratory for this sample. Samples 2 and 3 were repeated due to erratic quality control recovery, failed laboratory delta checks, and critical low value flags in the laboratory information system. These samples were repeated on a second analyzer. The second sample initially resulted in an ast value of 22 u/l on (B)(6) 2025 and it repeated as 37 u/l. The third sample initially resulted in a calcium value of 6.4 mg/dl on (B)(6) 2025 and it repeated as 9.1 mg/dl. All repeat values were deemed correct.

Manufacturer narrative:
The calcium reagent lot number is 858783, the creatinine reagent lot number is 864018, and the ast reagent lot number is 856315. The reagent expiration dates were requested, but not provided. The field service engineer determined there was deteriorated rinse tubing. The vacuum diaphragms and rinse tubing were replaced. The rinse levels were adjusted and mechanism checks were performed. The customer did not report any additional issues.